Manufacturer narrative:
This rv lead will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal and distal ends of the proximal shocking coil. Associated with this was a slight stretching of the proximal and distal ends of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. Initial allegation of possible lead fracture was not confirmed through analysis.

Event description:
Boston scientific received information that, during the implant procedure, difficulty was encountered while trying to implant this right ventricular (rv) lead. Constriction of the vein prevented the rv lead from easily passing through to the heart. Several attempts were made, but without success. When the lead was explanted out of the patient it was observed there was insulation damage, and a possible lead fracture. The decision was made to implant a new rv lead. Testing was performed on the new rv lead, and all measurements were normal and within range. There were no adverse patient effects reported.